Manufacturer narrative:
As for zimmer specialists to perform an in-depth analysis it is required to have all necessary information at hand, it was therefore tried several times to receive more information for this case. Missing information was requested at complainant the latest one on august 28, 2017. It was confirmed on august 22, 2017 that the revision surgery has been performed, but no exact explantation date has been provided. Trend analysis: no trend considering the following event was identified: implant fracture a trend is identified if at least one of the following criteria is met: similar events within 1 month for the same item number. Similar events within 6 months for the same item number. Similar events for the same lot number. Device history records (DHR): as no lot numbers were provided for the devices, the device history records could not be reviewed. At zimmer gmbh all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer gmbh and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Review of event description: it was reported that the patient has pain. Furthermore, an x-ray shows that the bolt from revitan distal part is broken. It was confirmed that the revision surgery has been performed, but no exact explantation date has been provided. Review of received data: an undated x-ray picture was received. The x-ray shows the revitan stem in situ. The distal part of the stem has a small dark area on the x-ray which can be a possible breakage of the stem. No pre-operative and intra-operative pictures were received. It is also unknown when the delivered x-ray was taken. A comparison of the position of the components and/or bone structure with earlier x-rays cannot be done. A picture was also received. On the picture, a distal part of a revitan stem can be seen. A breakage cannot be seen. One slot a small notch (small piece of material) can be seen. It is unknown how and when this occurred. No information was provided. The device seen on the picture is not the distal part which was affected in the complaint. The picture was provided already in (B)(6) 2017- the revision was not done at that time. Therefore, it is unknown why this picture was provided. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Root cause analysis: root cause determination using dfmea: fracture of implant due to insufficient fatigue strength => not possible: a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. Fracture of implant due to damage of material / implant (cracks, deformation) due to impaction load / torque while assembling (impaction) => possible: it can be possible that the user damaged the devices during the implantation. Failure / fracture of implant or connection due to mechanical properties of the material different from specified properties (quality requirements) => not possible: a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment defined in complaint investigation. Fracture / damage /loosening of implant due to wrong behavior of patient high patient activity patient disregards limits of the device => possible: a wrong behaviour of the patient can be also possible. Fracture of implant due to damage of stem during implantation => possible: it can be possible that the user damaged the devices during the implantation. Stem fracture due to use of longer than l(+4) heads on straight ø14 stems => possible: it is unknown which other devices were implanted, no ref and lot numbers provided. Conclusion summary: it was reported that the patient has pain. Furthermore, an x-ray shows that the revitan distal part is broken. On the x-ray provided there is a small dark area visible on the distal part of the stem which could be a possible breakage. The received picture of a revitan stem shows only the distal part. From this picture a breakage of the stem cannot be seen. It has also to be mentioned that the distal part seen on the picture is not the distal part which was affected in the complaint. The device has not been returned for product analysis. Therefore, the condition of the component is unknown. No further x-rays with different views were provided to check the implant position and also the bone structure right after implantation. The in vivo time is also unknown. No specific implantation and revision dates were provided. Based on the given information and performed investigation, an exact root cause for patient's pain and possible breakage of the revitan stem cannot be found. Corrective and/or preventive actions have been initiated to prevent reoccurrence of potential ¿pin breakages¿ of the revitan revision hip system in the future. Zimmer gmbh decided to initiate a field action in order to proactively inform the surgeons about high risk patients as they might not be aware of the explicit warning in the IFU. The action was initiated on january 13th 2017. As the actual device reported in section d is not marketed in USA, the USA/FDA is not affected from this notification. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a revitan, distal part, straight, uncemented, 22/200 on unknown date and is currently experiencing pain. Furthermore, an x-ray shows that the bolt from revitan distal part is broken. It was later reported that a revision surgery occurred, but no exact date was provided.

Manufacturer narrative:
The manufacturer did not receive devices for review as the patient has not been revised. One x-ray picture was received. Other source documents were not provided for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Additional information has been requested and is currently not available. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a revitan, distal part, straight, uncemented, 22/200 on unknown date and is currently experiencing pain. Furthermore, an x-ray shows that the bolt from revitan distal part is broken. A revision surgery did dot yet happened.